Manufacturer narrative:
Gillman, kevin, et al. "Chronic intraocular inflammation as a risk factor for xen gel stent occlusion: a case of microscopic examination of a fibrin-obstructed xen stent." Journal of glaucoma, aug 2018, vol. 27, no. 8, pp. 739¿741. Concomitant therapy: combined carbonic anhydrase inhibitor and beta-blocker twice a day. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of fibrosis, high intraocular pressure, and intraocular inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). (B)(4).

Event description:
Reported events at 10-days postoperative of the 1st xen®45 gts implantation, patient experienced high intraocular pressure due to fibrin plug in the left eye. At 6-months post-op, iop had increased to 41 mmhg and patient had a "diffuse filtration bleb and signs of inflammation with a dense flare in the ac.¿ yag-laser fibrinolysis was unsuccessfully attempted." The 1st xen®45 gts was explanted and it was replaced with a 2nd xen®45 gts. 3 weeks post-op of the 2nd xen, iop was at 48 mm hg. The 2nd xen®45 gts was removed and replaced by a baerveldt tube were noted in the article "chronic intraocular inflammation as a risk factor for xen gel stent occlusion: a case of microscopic examination of a fibrin-obstructed xen stent." Published in the journal of glaucoma, aug 2018, vol. 27, no. 8, pp. 739¿741. This record is for the 1st xen®45 gts. 2nd affected xen®45 gts has been captured under mrn 3011299751-2018-00130.

Event description:
A patient underwent, ¿xen-augmented baerveldt surgery,¿ in which the xen was, ¿inserted ab externo into the lumen of the baerveldt tube [and] the double-lumened structure was sutured and covered by the scleral flap".

Manufacturer narrative:
Upon further review, the description of event and device codes were corrected to reflect the information received.